Manufacturer narrative:
No sample information was provided. Tbil cartridge used had been on-board for 5 days, with quality control run daily, with no low results. Low qc results were observed on may 1 and may 3, with an older tbil cartridge. Bci field service engineer (fse) called customer and instructed customer to check the sample syringe and sample probe. Customer stated probe seemed loose and was able to remove by hand. Customer reinstalled probe and performed precision run of 20. Data recovery was acceptable.

Event description:
A customer reported that the unicel dxc 800 pro synchron chemistry analyzer generated erroneously low bilirubin (tbil) results for two (2) samples. Results were reported out of the lab. Repeated testing on an alternate instrument generated higher results and patient reports were amended. There was no change to patient treatment because of either amended result since both pairs of results are within the reference interval for normal total bilirubin serum/plasma concentrations.